Event description:
On 12/23/2021, it was reported by a arthrex employee via e-mail that a ar-1318ft suture anchor needle broke. This occurred on (B)(6) 2021 during an unknown procedure when the surgeon tried to suture the tissue to insert the anchor, and the needle broke. The case was completed using another needle that was in the hospital. There was no patient effect reported. Additional information requested. Additional information provided 12/23/21: the procedure being performed was a tfcc damage. The broken fragment was removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.